Manufacturer narrative:
Follow-up # 1 date of submission 04/25/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:there was no battery cap returned with the pump. The pump was unresponsive with a test battery cap. The display remained blank and there were no audio tones or vibrations. The test battery cap was not able to be fully tightened to the pump. Performance testing was not able to be completed due to the pump not powering on. Evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. There was evidence of moisture found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture contamination was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that intermittent power was observed and there was a white film at the bottom of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.